Event description:
Customer reported: after about one hour of replacement of tube, air leakage occurred. Customer confirmed no further harm to the pt but confirmed that decannulation and recannulation of a replacement tube was required. Cross reference MFR report number 2936999-2013-00809. This is the fifth report of five.

Manufacturer narrative:
(B)(4). Pending receipt of sample for analysis. Customer confirmed that the sample being returned is a unused sample from the reserved lot number. If sample is received a summary of the investigation will be provided in a supplemental report.